Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact to the customer's blood glucose level. Initially, the customer did not have the pump's charger available. Technical support provided instructions for resetting the pump. When the customer called back, they confirmed that the same malfunction did not recur after the reset, allowing them to continue using the pump. They were advised to contact support again if any issues arose, and the case was subsequently closed.